Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited loss of capture in the ventricle. The patient was undergoing a stress test and was given adenosine. The monitor showed pacing spikes but with no capture. Pacing thresholds were good. A guidant technical services consultant discussed pseudofusion or temporary effects of the adenosine on v capture, and suggested programming thresholds to 4.8v at 0.5ms.